Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump had a blank display. Blood glucose level at the time of the event was 35 mg/dl on (B)(6) 2019. The customer received emergency medical assistance and was hospitalized due to the low. The customer used food to treat the low. The customer was at 102 mg/dl at the time of the call. The customer stated that the insulin pump had a crack in the back and was not responsive to bolus entries. Troubleshooting was provided. The customer stopped using the insulin pump due to this issue. Keypad anomaly was also mentioned but not resolved. The customer had another low in (B)(6) 2018. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. No unexpected battery power loss noted. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked select button keypad overlay, serial number label fading, end cap address label fading and minor scratched lcd window. (B)(4).